Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. Further investigation found that the ventilator was over due for 15k compressor preventive maintenance (pm). The se installed the 15k pm. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during patient use, the ventilator generated a compressor inoperative alert. The patient was transferred to an alternate ventilator with no harm.